Event description:
In 04/2005, an ortho clinical diagnostics rep called & faxed to the bio-rad laboratories' tech support department a complaint they received in 04/2005 regarding a genetic systems hiv-1/hiv-2 peptide eia lot 341xp1-50. The fax indicated heartland blood centers in aurora, il reported that their lab received a sample (ID fg44894) and tested it in 04/2005 with the following results: genetic systems hiv-1/hiv-2 peptide eia (lot - 341xp1-50) was non-reactive, with signal to cut off ratio=0.73 (>or = to 1.0 is reactive). Chiron nat was initially reactive in a blood donor pool of 16 samples. Additional testing of the individual samples within the pool indicated that the donor sample was reactive. Based on the reactive nat result, no blood components were released. Abbott hivi - 2 eia testing was repeat reactive with ods approximately twice the cut off. In 04/2005, the genetic systems hiv-1 western blot confirmatory test was indeterminate. Ortho also stated on 04/2005, the donor was redrawn on 04/2005 ( eight days later) and the sample (ID lw35757) was run on the genetic systems hiv-1/hiv-2 peptide eia in triplicate. This second sample was repeatedly reactive with ods greter than 2.2